Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found in the left ventricle. The rv lead was explanted. The plan was to implant a new lead at a later date. No patient complications have been reported as a result of this event.